Event description:
This suture is completely dry when the package is opened. Chromic suture is packaged in a liquid to prevent it from drying out. There is no liquid in this suture which causes the suture to become brittle and break when knots are tied. Also, the foil looks like it is deteriorating and could cause a question about the sutures sterility. There are also bubbles in the foil around the seams.